Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified subclavian artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that a pinhole ruptured occurred upon second inflation at 10 atm for 1 minute. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and patient was good post procedure.